Event description:
A patient reportedly underwent a cervical procedure at unknown levels. Post-operative cage back out was reported, and a revision surgery is scheduled.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.